Event description:
It was reported during a scheduled catheter exchange, it was noted the distal portion of the catheter had detached and remained in the pt. The physician was unable to locate the detached catheter segment under fluorscopy. Therefore, no attempt was made to retrieve the detached segment. Another drainage catheter was successfully placed for continuation of treatment. The pt's condition is good. This device has not been received or evaluation. Therefore, a failure analysis is not available. A lot search was performed and revealed no other complaints to date on this lot number. User technique and/or pt anatomy may have contributed to this event. However the co is unable to determine the exact cause of this event. The co's directions for use state: "the catheter is designed for external and internal percutaneous drainage of the biliary system."